Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a tumorectomy procedure. It was reported that the patient data could not be important. The procedure was finished without the use of the navigation system. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.